Event description:
The reporter stated the surgeon implanted a aq5010v three piece silicone lens on (B)(6)2008. Lens was removed on (B)(6)2010 due to dislocated lens. Further info has been requested, but none has been forthcoming. A supplemental medwatch will be submitted when further info is available.

Manufacturer narrative:
(B)(4) - surgical procedure, secondary surgery - (B)(6): eval results - (other): a lens work order search was performed and no similar complaints were found within the same work order. (B)(4)